Event description:
It was reported the patient's blood glucose level rose to 19.1 mmol/l (343.8 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the patient found there was tissue at the end of the cannula. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.